Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, despite using multiple usb cables, wall adapters, and power sources. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin syringes for alternate insulin therapy.